Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent material deformation. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the stent bladder pig tail was buckled/accordion. Additionally, the suture was not returned, but the returned positioner was in good conditions. No other problems with the device were noted. The reported event was confirmed. According to the product analysis, the bladder coil was found buckled/accordion, for that reason the event of "stent material deformation" is confirmed. This issue possibly could be caused by operational factors, interaction of the device between the positioner and the guidewire while the device was used, such as excess of force applied over the device during the procedure, these conditions could have contributed to the failure, consequently, affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during an upper ureteral calculi procedure in the ureter, performed on (B)(6) 2023. During the procedure and inside the patient, the stent was folded which could not be delivered in the patient. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during an upper ureteral calculi procedure in the ureter, performed on (B)(6) 2023. During the procedure and inside the patient, the stent was folded which could not be delivered in the patient. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code a0406 captures the reportable event of stent material deformation.